Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device had scratched display window and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 409 mg/dl. Customer felt like his blood glucose was not dropping even after delivering a lot of insulin. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.